Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported inaccurate delivery could not be confirmed because the stent had already been deployed. Based on a visual and functional inspection, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion in the left common iliac artery. The 10.0mmx30mmx135cm absolute pro self-expanding stent system (sess) was successfully advanced to the lesion; however, during deployment the stent implant jumped distal to the target lesion and was deployed partially covering the target lesion and partially covering healthy tissue. There was no reported issue with the thumbwheel. The physician is unclear why the stent jumped forward during deployment. An unplanned non-abbott stent implant was deployed to treat the untreated portion of the target lesion. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.